Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about flow issue. When the customer connected n35 to c180, but no liquid passed through. When they connected the same n35 to another c180, liquid passed through, so it was pointed out that the c180 had poor liquid passing properties. The actual product has already been discarded.

Event description:
This is a complaint about flow issue. When the customer connected n35 to c180, but no liquid passed through. When they connected the same n35 to another c180, liquid passed through, so it was pointed out that the c180 had poor liquid passing properties. The actual product has already been discarded. Per response: (1) there is no damage to the packaging. (2) I have not heard of any abnormalities in appearance. (3) I have heard that the flow of liquid is poor at the time of saline solution for priming.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.